Event description:
Reportable based on preliminary investigation on (B)(4) 2014. It was reported that crossing difficulties were encountered.  The target lesion was located in the highly calcified left anterior descending artery.  The 24mm x 3.00mm ion stent was advanced but it was unable to cross the lesion. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage and dislodgement.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent got detached during disinfection process.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the entire device was not available for analysis. The stent was detached from the delivery system and balloon. The delivery system and balloon were not returned to the complaint investigation site for analysis. The condition of the returned stent was consistent with the event description. The stent was badly damaged. The entire body of the stent was bunched and distorted. The stent was detached from the delivery system. The delivery system was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).